Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited undersensing due to atrial fibrillation. Programming changes were made and synchronous pacing was resumed. The patient was in stable condition.